Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. There were no patient complications during the procedure. The patient's condition at the conclusion of the procedure was reported to be fine. According to the complainant, two days post procedure ((B)(6) 2016) the patient went to the emergency room and was treated for burns to her perineum and buttocks. On (B)(6) 2016 the patient was seen by the physician and the burn was classified as second degree. Sulfadiazine cream and lidocaine jelly were prescribed to the patient to treat the affected area. The burn is reported to be healing.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. There were no patient complications during the procedure. The patient's condition at the conclusion of the procedure was reported to be fine. According to the complainant, two days post procedure ((B)(6) 2016) the patient went to the emergency room and was treated for burns to her perineum and buttocks. On (B)(6) 2016 the patient was seen by the physician and the burn was classified as second degree. Sulfadiazine cream and lidocaine jelly were prescribed to the patient to treat the affected area. The burn is reported to be healing. Additional information received on 16mar2017. Patient went to the emergency room on (B)(6) 2016 and was diagnosed with 2nd degree burns to the perineum, perianal area and buttocks. On or about (B)(6) 2016 the patient was treated at a burn center. The burn surface area was estimated to be 2%, all of which were 3rd degree burns. Patient was admitted to the inpatient burn unit for hydrotherapy, wound care and pain control.

Manufacturer narrative:
Block a2: the exact age of the patient is unknown, however, it was reported the patient was over 18 years. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h2: additional information received on 09sep2019. Block a2 - patient date of birth updated. Block a4 - patient weight updated. Block b6 - relevant tests/laboratory data updated. Block b7 - other relevant history updated. Block d4 - device lot number and expiration date updated.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. There were no patient complications during the procedure. The patient's condition at the conclusion of the procedure was reported to be fine. According to the complainant, two days post procedure ((B)(6) 2016) the patient went to the emergency room and was treated for burns to her perineum and buttocks. On (B)(6) 2016 the patient was seen by the physician and the burn was classified as second degree. Sulfadiazine cream and lidocaine jelly were prescribed to the patient to treat the affected area. The burn is reported to be healing. Additional information received on 16mar2017: patient went to the emergency room on (B)(6) 2016 and was diagnosed with 2nd degree burns to the perineum, perianal area and buttocks. On or about (B)(6) 2016, the patient was treated at a burn center. The burn surface area was estimated to be 2%, all of which were 3rd degree burns. Patient was admitted to the inpatient burn unit for hydrotherapy, wound care and pain control.